Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, at 7:00 am the patient left his house for a walk. The cgm value was 100 mg/dl. Twenty minutes later he did not feel well, was dizzy, sat down, and lost consciousness. Neighbors transported him to the hospital. At the emergency room (ER) the bg finger stick was 19 mg/dl. He was treated with IV dextrose, and woke up shortly after 8:00 am. He did not remember other details of treatment, his condition stabilized, and he was discharged a short time later. At the time of the report he had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.